Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal pain') in a 37-year-old female patient who had essure (ess205) (batch no. 508104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, gastroesophageal reflux, gallbladder operation, multiparous, enterocele, culdoplasty and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: synthroid in 2005. Concurrent conditions included body mass index normal, disorder thyroid, cervical intraepithelial neoplasia, pre-diabetic, adhesive tape allergy, rash, colic renal, phlebolith, calculus and haemorrhagic ovarian cyst. Concomitant products included promethazine for nausea as well as ciprofloxacin (cipro) and hydrocodone bitartrate;paracetamol (lortab). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced hypothyroidism ("autoimmune disorder type of disorder: thyroid- hypo"). In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In october 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and flank pain ("right flank pain"), 4 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss(specify which one):"), memory impairment ("other injury(ies) or complication please describe: forgetfulness"), alopecia ("other injury(ies) or complication please describe: hair loss"), vulvovaginal pain ("vaginal pain"), menometrorrhagia ("irregular heavy bleeding") and vomiting ("vomiting"). The patient was treated with surgery (total vaginal hysterectomy, total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, hypothyroidism, nausea, vaginal discharge, fatigue, weight fluctuation, memory impairment, alopecia, flank pain, vulvovaginal pain and vomiting outcome was unknown and the dysmenorrhoea and menometrorrhagia had resolved. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, fatigue, flank pain, hypothyroidism, memory impairment, menometrorrhagia, menorrhagia, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: current weight 252 lbs. Discrepancy noted as essure insertion date : (B)(6) 2006. The right implant had 1 coil visible in the endometrial cavity, and the left implant had 4 coils visible in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2008: abdomen- the right ureter is slightly larger the left. Hyper density within the stomach is presumably related to a previous CT scan. The bowel is not dilated. Computerised tomogram pelvis - on (B)(6) 2008: 1. Possible right uvj calculus with no hydronephrosis. 2. Small hemorrhagic bilateral ovarian cyst. Fluid within the pelvis measures 54 hounsfield units and most likely represents blood. This may be the ruptured ovarian cyst, though is nonspecific. Hysterosalpingogram - on (B)(6) 2007: result- total bilateral occlusion. There was no evidence of tubal patency. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, right flank pain, vomited, abdominal pain, hypothyroidism. .lot number:508104 manufacture date: 2005-10 expiration date: 2007-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal pain') and genital haemorrhage ('bleeding-gen.abnormal') in a 40-year-old female patient who had essure (ess205) (batch no. 508104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, gastroesophageal reflux, gallbladder operation, multiparous, enterocele, culdoplasty and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: synthroid in 2005. Concurrent conditions included body mass index normal, disorder thyroid, cervical intraepithelial neoplasia, pre-diabetic, adhesive tape allergy, rash, colic renal, phlebolith, calculus and haemorrhagic ovarian cyst. Concomitant products included promethazine for nausea as well as ciprofloxacin (cipro) and hydrocodone bitartrate;paracetamol (lortab). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding: menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and flank pain ("right flank pain"), 2 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain-pelvic"), vulvovaginal pain ("vaginal pain"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("other injury(ies) or complication please describe: hair loss"), memory impairment ("other injury(ies) or complication please describe: forgetfulness"), menometrorrhagia ("irregular heavy bleeding"), hypothyroidism ("autoimmune disorder :thyroid-hypo"), vomiting ("vomiting") and nausea ("nausea") and was found to have weight increased ("weight gain / loss(specify which one): / weight gain"). The patient was treated with surgery (total vaginal hysterectomy, total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the abdominal pain, pelvic pain, flank pain, vaginal haemorrhage, vulvovaginal pain, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, weight increased, alopecia, memory impairment, hypothyroidism, vomiting and nausea outcome was unknown and the genital haemorrhage, menorrhagia, dysmenorrhoea and menometrorrhagia had resolved. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, fatigue, flank pain, genital haemorrhage, hypothyroidism, memory impairment, menometrorrhagia, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 252 lbs. Discrepancy noted as essure insertion date : (B)(6) 2004 and (B)(6) 2006. The right implant had 1 coil visible in the endometrial cavity, and the left implant had 4 coils visible in the endometrial cavity. Plaintiff received treatment for autoimmune diagnosed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2008: abdomen- the right ureter is slightly larger the left. Hyper density within the stomach is presumably related to a previous CT scan. The bowel is not dilated. Computerised tomogram pelvis - on (B)(6) 2008: 1. Possible right uvj calculus with no hydronephrosis. 2. Small hemorrhagic bilateral ovarian cyst. Fluid within the pelvis measures 54 hounsfield units and most likely represents blood. This may be the ruptured ovarian cyst, though is nonspecific. Hysterosalpingogram - on (B)(6) 2007: result- total bilateral occlusion. There was no evidence of tubal patency. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, right flank pain, vomited, abdominal pain, hypothyroidism. Lot number: 508104, manufacture date: 2005-10, expiration date: 2007-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events added: pelvic pain, genital haemorrhage, autoimmune disorder: thyroid-hypo, weight gain were added. New reporter added. Date of insertion updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal pain') in a (B)(6) female patient who had essure (ess205) (batch no. 508104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, gastroesophageal reflux, gallbladder operation, multiparous, enterocele, culdoplasty and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: synthroid in 2005. Concurrent conditions included body mass index normal, disorder thyroid, cervical intraepithelial neoplasia, pre-diabetic, adhesive tape allergy, rash, colic renal, phlebolith, calculus and haemorrhagic ovarian cyst. Concomitant products included promethazine for nausea as well as ciprofloxacin (cipro) and hydrocodone bitartrate;paracetamol (lortab). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced hypothyroidism ("autoimmune disorder type of disorder: thyroid- hypo"). In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and flank pain ("right flank pain"), 4 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss (specify which one):"), memory impairment ("other injury(ies) or complication please describe: forgetfulness"), alopecia ("other injury(ies) or complication please describe: hair loss"), vulvovaginal pain ("vaginal pain"), menometrorrhagia ("irregular heavy bleeding") and vomiting ("vomiting"). The patient was treated with surgery (total vaginal hysterectomy, total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, hypothyroidism, nausea, vaginal discharge, fatigue, weight fluctuation, memory impairment, alopecia, flank pain, vulvovaginal pain and vomiting outcome was unknown and the dysmenorrhoea and menometrorrhagia had resolved. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, fatigue, flank pain, hypothyroidism, memory impairment, menometrorrhagia, menorrhagia, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: current weight (B)(6). Discrepancy noted as essure insertion date: (B)(6) 2006. The right implant had 1 coil visible in the endometrial cavity, and the left implant had 4 coils visible in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Computerised tomogram abdomen - on (B)(6) 2008: abdomen- the right ureter is slightly larger the left. Hyper density within the stomach is presumably related to a previous CT scan. The bowel is not dilated. Computerised tomogram pelvis - on (B)(6) 2008: possible right uvj calculus with no hydronephrosis. Small hemorrhagic bilateral ovarian cyst. Fluid within the pelvis measures 54 hounsfield units and most likely represents blood. This may be the ruptured ovarian cyst, though is nonspecific. Hysterosalpingogram - on (B)(6) 2007: result- total bilateral occlusion. There was no evidence of tubal patency. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, right flank pain, vomited, abdominal pain, hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs and mr received. Case becomes incident. Lot number was added. Injury event was removed. New events added: abdominal pain, flank pain, vaginal pain, abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), infection (bladder/ urinary tract/vaginal), autoimmune disorder: thyroid-hypo, nausea, vomiting, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain / loss (specify which one), forgetfulness, hair loss, vomiting, irregular heavy bleeding. Outcome of events irregular heavy bleeding and cramping were updated to recovered. Concomitant drugs, concomitant conditions, medical history and lab data were added. Reporters and patient demographics were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.